Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced. However, during first inflation the balloon burst at 15-20 atmosphere for 10-20 seconds. The procedure was completed with another of same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: gladiator device - 7x80x75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 28mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 7.0 x 80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 15-20 atmosphere for 10-20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.